Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system would not complete start up as the system booted into safe mode of the operating system and that the hard drive was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The suspect hard drive has been received by the manufacturer for evaluation. However, results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system booted to the gnu grub menu. It was reported that the navigation system then timed out to a black screen with a blinking white cursor in the top corner of the screen. The representative then went into the grub menu, entered the advanced options, recovery mode and selected "ignore errors" without resolution. Recovery mode was then re-entered, the errors were "fixed" and the system was able to start up. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The ssd for the navigation system was returned to the manufacturer for analysis. The ssd was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.